Manufacturer narrative:
The calcium, creatinine, and total protein reagents' lot numbers and expiration dates were not provided. The field service engineer found that the cell rinse tube was damaged. He replaced the cell rinse tube. The tubes were due to be replaced in august 2023. The root cause was consistent with a maintenance issue. The service actions (replacing the cell rinse tube) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with calcium assay and 1 patient's sample tested with creatinine assay and 1 patient's sample tested with total protein assay on a cobas 8000 c702 analyzer. Sample 1 was tested for calcium: initial result: >5 mmol/l. Repeat result: 2.22 mmol/l. Sample 2 was tested for creatinine: initial result: over 1000 umol/l. Repeat result: 72 umol/l. Sample 1 was tested for total protein: initial result: 208 g/l. Repeat result: around 60 g/l.